Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with hyperglycemia. The patient's blood glucose levels reached over 700 mg/dl; this was reportedly due to the personal diabetes manager battery not holding a charge, causing insulin not to be delivered through the pod. Symptoms reported include fatigue, frequent urination and dehydration. The patient was treated with saline bags, insulin, magnesium and potassium. The patient was released after spending 3 days in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.